Manufacturer narrative:
A system checkout was not performed because the site refused access to the system as the site had no record of an internal work order. It was noted that the navigation admin had been changed to radiographic on the system at the time the complaint was called in, and this seemed to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the patient was oriented incorrectly on the scan. When the site attempted to correct, the left/right orientation, the change showed up in the sagittal view, but not the coronal or axial views until after they completed a registration. The system then functioned normally. This issue occurred preoperatively and caused a 2-minute surgical delay. There was no reported impact on patient outcome.